Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the tips melted off. Device was replaced with another kit. No pieces left in patient no harm/injury to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the intact heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to normal clinical use. The clear silicone insulation was observed to be intact, no peeling was observed on either jaws. The clear silicone insulation was observed to be brownish color due to the presence of charred material on the heater wire. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failures "peeled; jaw" and "melted" were not confirmed.

Event description:
N/a.